Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms. The customer stated they held down the act button and a no delivery alarm occurred. Customer has attempted to rewind their insulin pump several times. Customer's blood glucose was 303 mg/dl. The customer stated the alarm was resolved by an reservoir change. Customer also reported being a brittle diabetic and would have blood glucose as low as 70 mg/dl. No additional information provided.